Manufacturer narrative:
The returned device was evaluated which included functional testing. When the unit is turned on, the ¿temperature module not present" error appears on screen even when the probe well is connected. The failure was isolated to a component of the instrument board. During visual inspection, u30 (quad-channel digital isolator) communication channels reset_therm_iso were stuck at high state of 4.8 vdc. The instrument board failed to communicate with the thermometer module resulting in the "temperature module not present" alarm and loss of temperature measurement function. A service history record review reveals that this unit was in the field for over one (1) year with no previous reported issues related to this reported event.

Event description:
The customer reported the temperature module failing on multiple devices. Replacing the probe well is not fixing the problem, because the module also fails to recognize any new well. When module overheats, it puts the temperature mode into "continuous," which prevents the ability to spot check temperature of patients. Manufacturer response for vital signs monitor, root vital sign monitor (per site reporter). When the module overheats, it goes into continuous mode. Module is failure due to overheat from dust accumulation. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the temperature module failing on multiple devices. Replacing the probe well is not fixing the problem, because the module also fails to recognize any new well. When module overheats, it puts the temperature mode into "continuous," which prevents the ability to spot check temperature of patients. Manufacturer response for vital signs monitor, root vital sign monitor (per site reporter). When the module overheats, it goes into continuous mode. Module is failure due to overheat from dust accumulation. No patient impact or consequences were reported.